Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Visual examination noted an external insulation abrasion 6.6 cm ¿ 6.7 cm from the connector pin breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion region consistent with friction to device can.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise oversensing. During replacement procedure, it was noted that the patient's right ventricular (rv) became damaged. The ra and rv leads were explanted and replaced. The patient was stable.